Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Rep was able to recover the ipg with her clinical programmer by troubleshooting and the device is providing therapy.

Manufacturer narrative:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Rep was able to recover the ipg with her clinical programmer by troubleshooting and the device is providing therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.